Event description:
Patient presented to the physician with a burning sensation, pain in the jaw, and right-sided hearing loss. Physician suspected a possible allergy to the inspire implant, and the patient underwent allergy testing. Physician prescribed steroids and will re-evaluate after the results.